Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036985 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1036985, test base part number 190-430 / lot 1036985 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036985 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing with genexpert de cepheid platform generated negative results for each positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.